Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s history showed no evidence of a load step malfunction; however, losses of prime with non-zero force and following occlusion were observed. No loss of prime or occlusions occurred during the investigation. The force sensor was out of calibration. The pump cover was opened and the force sensor was found to be contaminated. The force sensor resistance was above specifications. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.